Event description:
It was reported that patient required revision surgery due to instavility and notching.

Manufacturer narrative:
If additional information regarding the reported event becomes available, the investigation will be re-evaluated accordingly and provided in a supplemental report.